Event description:
It was reported by the patient that insulin was depleting faster than usual. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting efforts, and no additional information was received regarding the outcome of the event.